Event description:
The covidien representative in italy received a report from a customer that during maxillofacial surgery the tracheostomy tubes cuff deflated. The pt was re cannulated with a 6lpc tracheostomy tube. The tube was discarded.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. The tube was discarded and therefore unavailable for failure investigation.